Manufacturer narrative:
One sample was received for quality evaluation. The sample was visually inspected and no damages or abnormalities were identified. The sample was then primed and a simulated infusion was conducted at a flow rate of 125 ml/hr for 1 hour. There were no alarms for air-in-line or occlusion. There was no leakage seen during the simulated infusion, and there was no indication of any of the clamps on the assembly during inspection. The customer complaint of tubing defective / damaged / component damage was not confirmed. A root cause investigation was not conducted because the reported failures could not be replicated on the sample submitted. A device history record review for model 11532269 lot number 25025378 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had a loose tubing clamp. The following information was provided by the initial reporter: it was reported by the customer that the tubing set had a bubble in it and the clamp was loose. The tubing is ref 11532269, lot 25025378, exp. 2/24/28. The backup occurred three times in the pump segment next to the safety clamp, but the clamp was loose not fixed in place. The nurse tried three different sets, all from the same lot.